Event description:
It was reported to depuy acromed that an isola rod was broken postoperatively. Examination of the returned product revealed that the rod was broken. According to the complainant, there was delayed fusion from l4 to s1. A revision surgery was performed on 2/2001 to remove the broken rod and re-instrument. There were no other adverse consequences to the pt. A dimensional analysis was performed and the rod conformed to specifications. A material analysis was performed and the rod conformed to astm standards. Destructive testing could not be performed because the complaintant asked for the parts to be returned, unaltered. The most likely cause of the event was delayed fusion as described by the complainant. The initial implant date was not known. If fusion is delayed, there are added stresses placed on the construct. These added stresses could contribute to the rod breaking.

Event description:
It was reported to depuy acromed that an isola rod was broken postoperatively. According to the complaintant, there was a delayed fusion from l4-s1. The initial implant date is unknown. The lot number is not known. A revision surgery was required to remove and replace the broken rod. After the replacement, the patient has solid fusion. There were no other adverse consequences to the pt.